Event description:
It was reported that the patient received two inappropriate shocks due to oversensing seven months apart from the subcutaneous implantable cardioverter defibrillator (s-ICD) in two different sensing vectors. It was noted that no induction was done at implant. Technical services (ts) was consulted to review the data. Upon review it was noted that the shock impedance had increased from 107 ohms during the first treated episode to 146 ohms on the last treated episode. The impedance measurements have been variable between 120 to 150 ohms. Ts discussed that a high voltage impedance greater than 110 ohms could indicate a potential sub-optimal system placement. Ts suggested additional troubleshooting and x-rays. The patient was scheduled for a stress test and x-rays. Review of the x-rays noted a thick layer of fat between sternum and electrode. It was discussed that the shock impedance measurement and sensing could be impacted by the distal and proximal electrodes being implanted shallow and in the fat. The physician opted not to admit the patient to the hospital but instead reprogram the sensing vector with two times gain and the smartpass feature on. The electrode remain in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.